Manufacturer narrative:
A specific root cause could not be identified based on the provided information. The mpa system was investigated and was found to be working as specified. Aliquot racks have to be manually loaded with empty tubes before being used on the mpa system. Depending on the practices used in the lab, a contamination can be caused, if racks and tubes are not handled carefully.

Manufacturer narrative:
Evaluation summary was updated.

Manufacturer narrative:
A field engineering specialist checked the modular pre-analytics online aliquoter module for proper operation and adjustment and found no issues. All system checks were successful and the system was found to be operational.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4).

Event description:
The customer complained of discrepant ureal urea/bun (bun) for one patient sample. The initial sample was aliquoted by a modular pre-analytics (mpa) and bun testing was performed with an initial result of 129 mg/dl accompanied with a data flag. The sample was automatically rerun diluted by the analyzer and a result of 130 mg/dl was obtained. The initial sample was run on a cobas 8000 c 702 module (c702) with a serial number of (B)(4). Refer to the medwatch with patient identifier (B)(6) for information on the c702 with serial number (B)(4). The primary collection tube was then run on another c702 and a bun result of 8 mg/dl was obtained. The result from the other c702 was deemed to be correct. The discrepant results were not reported outside of the laboratory. There was no adverse event. This medwatch will cover the mpa. The bun reagent lot was 19683601 with an expiration date of 31-aug-2017. The investigation is ongoing.